Event description:
Patient reported "noticing a difference in one of the implants" and mentioned recall on the right side. Patient later reported rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: the device related to the reported event of anxiety-product/procedure, rupture and crease/folding of implant was received on july 05, 2023, with lot number: 2644719. Based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening sharp assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: crease fold observed in the device. Wear abrasion observed in the device no further actions are required as the device was implanted.

Event description:
Patient reported "noticing a difference in one of the implants" and stated their "implants that have been recalled". Patient later reported right side rupture and implant being "distorted and folded" diagnosed by ultrasound, MRI and mammogram. Device has been explanted and replaced with a non-allergan device.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "noticing a difference in one of the implants" and mentioned recall on the right side. Patient later reported rupture. Device remains implanted.